Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified mid stent damage. 2 rows were slightly raised at two points. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. The 81% stenosed, 3.0x28mm concentric, denovo target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). Access was obtained via the femoral artery and the lesion was predilated with an unspecified 2.0x15mm balloon, leaving behind 70% residual stenosis. A 3.00x28mm taxus liberte stent was advanced to the lad, but was unable to cross the lesion. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported. However, returned product analysis revealed stent damage.